Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient possible broken sensor wire on (B)(6) 2014. Patient claimed that sensor wire did not deploy during application and remained "stuck" inside the applicator. Sensor deployment was attempted by a diabetes nurse. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck. Due to the separation of the sensor wire, the sensor is considered to be detached. Therefore, the reported event of a missing sensor wire was confirmed. A definitive root cause could not be determined; however, it is noted in the dexcom continuous glucose monitoring system user's guide that a sensor fracture may happen on rare occasion.

Manufacturer narrative:
(B)(4).